Event description:
It was reported that during reprocessing of the 8 mm instrument cannula, long instrument accessory, it was noted that there was a large gauge or pinch mark, and trocar won't fit. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the 8mm cannula gage pin was used and inserted into the tube of the cannula. Resistance was felt as the gage pin moved through cannula, which indicated likely damage to the tube. The gage pin made it to the distal end of the tube but would not pass through. The cannula exhibited an axially align hairline crack at the distal opening of the cannula.no other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument accessory could cause or contribute to an adverse event if the failure mode were to recur.